Event description:
It was reported that the patient presented for a follow-up in clinic to undergo a magnetic resonance imaging (MRI) checkup. During the setup for MRI, it was noted that the right atrial (ra) lead exhibited loss of capture and was confirmed to be dislodged via chest x-ray. The ra lead was explanted and replaced. The patient was stable throughout the procedure.